Event description:
It was reported that a patient began to have an increase in seizures, and the patient's mother wanted to have the generator replaced as she suspected, it may be at end of service. Follow up with the physician revealed that the cause of the patient's increase in seizures was unknown. The relationship to baseline levels was not known, and there were no known contributing factors preceding the onset of the increase in seizures; however, the physician stated he had not seen the patient since 2009. The patient's programming history was reviewed and a battery life calculation was performed indicating that the patient's device was not at end of service. The patient's generator was replaced; however, the explanted generator was discarded and will not be returned for product analysis.